Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high impedance and unacceptable thresholds; the lead was fractured. The patient experienced discomfort during the procedure and no adverse effects post procedure. The lead was capped and replaced during a routine device change out.